Event description:
Customer stated that the facility reported an incorrect rh type using the mts abd/rev grouping card. According to customer, an outpatient sample was initially tested at the facility on (B)(6) 2010. Rh type was reported as rh positive. As part of their sop, a second sample from the same patient was taken on (B)(6) 2010 for confirmation testing; using the same lot # of gel cards, customer claimed the result on the anti-d microtube was reported as rh negative. The rh typing was also confirmed using the ortho-bioclone, tube method, including weak d testing. The result was rh negative. Repeat testing using the sample from (B)(6) 2010 and the same lot # of gel cards, produced the expected negative result.

Manufacturer narrative:
Retained testing and batch record review were performed and were satisfactory. Customer performed an investigation into the issue of the false positive result. Investigation indicates that customer used gel cards that had not been inspected prior to use and showed signs of drying. (B)(4).